Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device remains implanted; therefore, no further investigation can be performed. A review of manufacturing documentation associated with this lot w3315-24 presented no issues during the manufacturing or inspection processes related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report from the field indicated that the (B)(6)-year-old patient underwent pulserider-assisted coil embolization of an unruptured basilar artery aneurysm and experienced a cerebral infarction ipsilateral to the target aneurysm on the same day as the procedure. The physician considered the stroke serious because of the risk of ¿disorders¿. The patient received a continuous heparin drip as medical treatment and recovered with sequelae. It is unclear if additional treatment will be provided. It was reported that there was an initial attempt to place a woven endoluminal bridge (web) device, however, device placement was unsuccessful due to size mismatch. The procedure was completed successfully with the pulserider 8t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d/ w3315-24). The physician further commented that the relationship of the pulserider and web device to the reported event cannot be excluded. The complaint device remains implanted and is thus not available for evaluation. No further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint (B)(4). Section e1: initial reporter phone is (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that the 73-year-old patient underwent pulserider-assisted coil embolization of an unruptured basilar artery aneurysm and experienced a cerebral infarction ipsilateral to the target aneurysm on the same day as the procedure. The physician considered the stroke serious because of the risk of ¿disorders¿. The patient received a continuous heparin drip as medical treatment and recovered with sequelae. It is unclear if additional treatment will be provided. It was reported that there was an initial attempt to place a woven endoluminal bridge (web) device, however, device placement was unsuccessful due to size mismatch. The procedure was completed successfully with the pulserider 8t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d/ w3315-24). The physician further commented that the relationship of the pulserider and web device to the reported event cannot be excluded. No further information is available. The device remains implanted; therefore, no further investigation can be performed. A review of manufacturing documentation associated with this lot w3315-24 presented no issues during the manufacturing or inspection processes related to the reported complaint. Cerebral infarction/stroke is a known potential complication associated with the pulserider anrd and is listed in the instructions for use (IFU) as such. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; however, there are patient, procedural, and pharmacological factors that may have contributed rather than the design or manufacture of the device. There was no information provided to indicate a device malfunction or reason for considering the event to be related to the device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.